Manufacturer narrative:
G4: 11jul2020 b4: (B)(6) 2020 customer biomedical engineer ran the device for a week and was not able to reproduce the problem. The customer biomedical engineer also ran all the performance verification tests and found no issues with the device. The customer biomedical engineer found no issues with the device and returned it to clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 10 jun 2020.

Event description:
The customer reported that the ventilator issued an apnea alarm during patient use, and the alarm could not be silenced. There was no patient harm. The customer could not duplicate the alarm and found no significant errors in the event log. Philips remote service technician advised the customer to perform a full performance verification test (pvt) to diagnose the problem. There was patient involvement, but no patient harm.